Manufacturer narrative:
The device has not been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submittd as a follow-up report.

Event description:
It was reported that from one moment to another the patient was no longer able to hear with her device. The patient has not been involved in an accident. Testing confirmed that the device has malfunctioned.